Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit (osb) was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the physician was withdrawing the osb catheter from the patient's stomach. The physician met with resistance as the silicone tube of osb catheter came out from the gastrostoma. The physician continued to withdraw the osb catheter and it detached. The fragment of the osb catheter was removed from the patient's stomach endoscopically. The gastrostoma of the patient was sutured using a clip and the snare. The procedure was completed with a different device (manufacturer unknown). The physician stated that it was possible that the osb catheter detached due to the patient's stomach wall was hard. The patient's condition at the conclusion of the procedure was reported to be stable however the patient expressed a feeling of pain in the gastrostoma. The physician is still following up with patient for the pain in the gastrostoma.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit (osb) was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the physician was withdrawing the osb catheter from the patient's stomach. The physician met with resistance as the silicone tube of osb catheter came out from the gastrostoma. The physician continued to withdraw the osb catheter and it detached. The fragment of the osb catheter was removed from the patient's stomach endoscopically. The gastrostoma of the patient was sutured using a clip and the snare. The procedure was completed with a different device (manufacturer unknown). The physician stated that it was possible that the osb catheter detached due to the patient's stomach wall was hard. The patient's condition at the conclusion of the procedure was reported to be stable however the patient expressed a feeling of pain in the gastrostoma. The physician is still following up with patient for the pain in the gastrostoma.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the button, sheath, black suture and red strip present on the delivery system. The pullwire was threaded through psmd and attached to the wire loop of the delivery system. The pullwire was without issue. The c-flex tubing was torn in two sections and separated at approximately 2.2 cm from the proximal end. The proximal section of the c-flex tubing presented several longitudinal cuts. The tubing had been stretched and necked down prior to failure. The c-flex tubing appears to have failed while undergoing tensile force. The returned unit was consistent with the complaint incident that the delivery system tubing separated. It appears that the delivery system tubing received excessive tensile force during placement causing the tubing to neck down, permanently deform and ultimately fail. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14282726 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14282726.